Event description:
An angiocath from b. Braun, 18ga, broke off while being withdrawn from the pt. Tourniquet applied, surgical cut required by surgeon to remove catheter. Rptr has the catheter and hub from this incident.